Event description:
It was reported by the rep, the device was used during a right pneumonectomy. It was reported the surgeon fired the tlh30 across the bronchus without incidence. He then realized he needed to take more of the bronchus. Because of the difficult access, he then fired an ax55g across the bronchus and finished the case. Postoperatively, the pt showed signs of an air leak and the surgeon brought him back in to see what was happening. This is where he found a partially deformed staple line. He then sewed over the misfired staples and closed the pt back up. The pt is doing fine. 4/13/1998 rep report the reop took place on the same day, 4/8/1998.